Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms this is a complaint from china, a literature review by du zhe, et al. In this study there were 154 patients (205 knees) bearing genesis ii implants. It was reported that there was a case with cardiovascular complications. The patient suffered acute coronary embolism syndrome. The article did not provide any further information. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Literature case "the analysis of early clinical effects of simultaneous bilateral total knee arthroplasty and selective unilateral total knee arthroplasty". Authors: du zhe, et al. In this study there were 154 patients (205 knees) bearing genesis ii implants; 51 patients (102 knees) were in the bilateral tka group. It was reported that there was a case with cardiovascular complications. The patient suffered acute coronary embolism syndrome.